Event description:
The pt called lifescan and alleged the one touch basic enhanced meter was displaying not ok during the test. The pt contacted a medical professional for advice, no symptoms of high or low blood glucose reported and no treatment given. The customer care rep performed troubleshooting and the issue was not resolved. The meter was replaced and return expected.